Event description:
It was reported that this right atrial lead exhibited pace impedance measurements of greater than 2000 ohms, resulting in a lead safety switch. Previous episodes of high out of range pace impedances were observed. Noise was also observed during unipolar configuration, resulting in inappropriate atrial tachy response episodes. It was noted that the noise has the appearance of minute ventilation oversensing. Boston scientific technical services discussed troubleshooting options with the health care professional. The lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).